Event description:
It was reported that the patient with this right ventricular (rv) lead had presented to the emergency room (ER) with an infection involving their implanted system. While in the ER, the infection accelerated in severity and ultimately lead to the patient's passing. The rv lead was buried with the patient.